Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 1.11mm- 2.23mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do show damage. Additional observation(s) not reported by site: the instrument was found to have a broken tube extension at the brown laser marked section. A broken piece was not returned, measuring roughly 32.53mm in size. Thermal damage was not observed. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 12.15mm in size. The instrument was found to have a broken main tube approximately 80.23mm from the distal tip. A piece measuring proximately 4.33 was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The instrument was found to have a broken proximal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 6.19mm in size. The instrument was found to have a broken grip cable at the main tube. The cable was fully broken. Further inspection found broken main tube at the distal end. The instrument was found to have a broken distal pitch cable at the main tube. The cable was fully broken. Further inspection found broken main tube at the distal end. The instrument was found to have a broken conductor wire at main tube distal end. The complaint regarding the damage to the device shaft was confirmed by failure analysis.

Event description:
It was reported that during central processing, user noticed that there were scratches on the shaft of the monopolar curved scissors instrument. There were no reports of patient involvement or injuries.